Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Clinical details state that the customer complained of having lower flows. The data logs showed that there were lower flows when the cp was on auto with positioning alarms. Based on the data log analysis and clinical details provided, the root cause of the low pump flow is most likely due to improper poisoning of the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old white male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had a cardiac history and was put on the cp support despite positioning problems. All catheters had problems with native anatomy and delivering under the papillary. After 8 hours of support the cp was explanted and escalated to the 5.5 pump after being transferred to tertiary center. No patient harm was reported.